Event description:
It was reported to boston scientific corporation that a spybite biopsy forceps was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2010 ((B)(6), male patient). According to the complainant, the forceps jaws could not be closed during a biopsy retrieval attempt. However, usable biopsies were retrieved on the previous attempts so the procedure was ended. Upon removing the forceps from the spyscope, a piece of the jaw broke into the nurses hand. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that one of the forceps jaws was broken. The link attached to the jaw was damaged. Functionally, the device could not be opened due to the damaged distal section. The condition of the returned incident device was consistent with the complaint that the forceps was broken. However, it is not known how the distal end became damaged. Therefore, the most probable root cause is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed and no anomaly was found. (B)(4)

Event description:
It was reported to boston scientific corporation that a spybite biopsy forceps was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2010 ((B)(6), male patient). According to the complainant, the forceps jaws could not be closed during a biopsy retrieval attempt. However, usable biopsies were retrieved on the previous attempts so the procedure was ended. Upon removing the forceps from the spyscope, a piece of the jaw broke into the nurses hand. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(6). The device has not been received for analysis; therefore, the root cause of the reported issue could not be determined. (B)(4).